Manufacturer narrative:
This report is for an unk - cage/spacers: t-pal/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Device report from synthes reports an event in hungary as follows: this report is being filed after the review of the following journal article: kovari, v.z. Et al (2020), comparison of single-level open and minimally invasive transforaminal lumbar interbody fusions presenting a learning curve, biomed research international, vol. 2020, article ID 3798537, pages 1-8 (hungary). The aim of this retrospective, nonrandomized study is to evaluate the possible differences and/or similarities between single-level o-tlif and mi-tlif, while mi-tlif cases were compared to display a learning curve. Between march 1, 2013 to march 31, 2018, a total of 58 patients (20 male and 38 female) were included in the study. Surgery was performed using depuy spine's or a competitor's device in mi-tlif group (27 patients). While t-pal (depuy synthes spine) and a competitor's device was used in o-tlif group (31 patients). Only 39 patients (27 mi-tlif and 31 o-tlif) were available for odi and vas comparison. The mean follow-up period was unknown. The following complications were reported as follows: 2 patients had surgical site infection (ssi). There were 4 cases of incidental durotomies, and all were repaired intraoperatively with no harmful outcome. 1 patient had sensory deficit. This report is for an unknown synthes t-pal cage.